Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient felt they were overdosed, so they set an appointment with their health care provider (hcp). The patient felt they were in and out of consciousness after using their personal therapy manager (ptm). They took an oxycodone ¿15¿ but were ¿out high from night until the morning.¿ the patient symptoms were noted as lethargy and loss of consciousness. It was noted the last refill was about 2 months ago and there was no change. The hcp¿s office said they had not filled the pump even once. The printout noted the refill should be (B)(6) but it had 13mls in the pump. The patient status was noted as alive with no injury. The drug delivered by the pump was unknown. No intervention or outcome was reported. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was doing well and receiving good therapy. The system was being used to deliver dilaudid, bupivacaine, and compounded baclofen.

Manufacturer narrative:
Concomitant product: product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Additional information later reported the patient was overdosed. The hcp normally would set the ptm to about 15% and the hcp accidently had programmed it to something like 200%.